Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a button error alarm and the keys were sticking. The customer reported that this was a recurring issue over the last month. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 118 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no up arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube.